Manufacturer narrative:
(B)(6). (B)(4). A visual evaluation of the returned device found that the guide catheter was broken and became stretched at its proximal section. The touhy borst was not returned for analysis. Based on the product analysis, this damage of the guide catheter could have caused the detachment of the touhy borst. It is possible that the way in which the device was handled and manipulated may have contributed to the failure encountered (guide catheter stretched and broken). Once the guide catheter have been damaged it would become difficult/unable to be retracted; excessive force used can also cause the detachment of the touhy borst which is consistent with the analysis of the returned product performed since the section of the guide catheter found as damaged is the one where the touhy borst goes placed; this type of failures at the same time can cause difficulties during deployment of the stent in a clinical setting. Therefore, 'cause traced to component failure' is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreotography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to deploy the stent, the touhy boorst was unable to loosen. Therefore, the stent was failed to be deployed. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed the guide catheter broke, therefore this event has been deemed an MDR reportable event.